Manufacturer narrative:
It was reported that the patient was experiencing lateral tibial base plate and lateral femoral implant micro motion. Revision surgery was performed with a depuy knee. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the patient was experiencing lateral tibial base plate and lateral femoral implant micro motion. Revision surgery was performed with a depuy knee.